Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit,56cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient was experiencing high impedances. It was also noted that there was lead migration confirmed through fluoroscopy. The patient underwent a revision procedure wherein the leads were replaced. Malfunction of the lead was suspected.

Manufacturer narrative:
Sc-2408-56 (B)(4): device evaluation indicated that the complaint had been confirmed. Visual inspection revealed that the lead body 14 cm from the distal end had been flattened. It appeared that excessive force was applied on the lead and it resulted in deformation. X-ray inspection found fractured cables around damaged section of the lead. The fractured cables resulted in the reported loss of stimulation. There were no exposed cables. Review of the device history record revealed no anomalies when the lead was manufactured.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient was experiencing high impedances. It was also noted that there was lead migration confirmed through fluoroscopy. The patient underwent a revision procedure wherein the leads were replaced. Malfunction of the lead was suspected.

Manufacturer narrative:
Additional information was received that a wrong tracking number was given and the boston scientific representative did not have the tracking number anymore. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the patient was experiencing high impedances. It was also noted that there was lead migration confirmed through fluoroscopy. The patient underwent a revision procedure wherein the leads were replaced. Malfunction of the lead was suspected.